Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a keypad anomaly on the insulin pump. Customer stated that the bolus button does not work all the time. Customer stated that she also had a trouble with her set. Customer's blood glucose has stayed close to 300 mg/dl since yesterday and her last blood glucose was 176 mg/dl. Customer stated that she is going to change her site and call back to troubleshoot. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.